Event description:
Patient was at home and had an episode of ventricular fibrillation eventually had a shock and converted back into atrial flutter. Patient did pass out was taken to the hospital., during his stay evaluation of his defibrilator showed a problem with the coil of the defibrillation lead. Lead extracted and replaced with new one (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).